Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was not giving insulin and it was stuck, buttons were not responding and pump received power error detected alarm. The customer¿s blood glucose level was 227 mg/dl at the time of the incident. The customer¿s blood glucose level in the morning was 200 mg/dl. The insulin pump will not be returned for analysis.